Event description:
It was reported to manufacturer by legal counsel who found said suite on file. It allegedly involves one of the lifts that were recall. Per file found, the attorney for end-user states, "plaintiff utilized the hoyer lift, the device malfunctioned, causing pt to get stuck and suspended in mid air. Pt's wife could not get the lift to go down, so she cranked it up higher in an attempt to try and loosen what she thought were stuck valves. This did not work. Pt then began to scream in pain and terror. Pt's wife had to physically lift pt out of the lifter, injuring herself in the process." This claim is still in the discovery stage. Manufacturer did c/a for fix, this fix was issued and implemented december 2004. This is being reported under malfunction which could have resulted in serious injury or death as defined in 21 cfr part 803.3 / 803.5. This is an alleged claim and no product identification has been identified to verify this is a joerns healthcare product or that it is for certain a recall involved product.